Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05080 and 3005099803-2010-05082 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of the tibia performed on (B)(6), 2010. According to the complainant, the electrode was advanced to the osteoid osteoma. However, when the physician attempted to proceed with the ablation, a generator error (e03) occurred. Additionally, the electrode bent, but the circumstances surrounding the bend are not known. A second soloist single needle electrode was then positioned at the osteoma, however, the generator error (e03) recurred. The procedure was completed using cryoablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)